Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic valve via transfemoral approach. The patient have a mild degree of calcium in the landing zone. The commander delivery system was prepped at +4cc of nominal value. When valve was approximately 100% deployed, the balloon ruptured. A mild paravalvular leak (pvl) was noted. The devices were removed. The valve was post-dilated with a new commander delivery with +4cc of nominal value. After post-dilation, a mild pvl was noted.

Manufacturer narrative:
The investigation is ongoing.the device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon was burst both radially and longitudinally, no missing balloon pieces and severe kink/crack on flex shaft likely due to pkg, braiding exposed through crack. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''the patient have a mild degree of calcium in the landing zone.'' Additionally, ''the commander delivery system was prepped at +4cc of nominal value,'' per the complaint description. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 4cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.